Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported occlusion which was not reproduced. A review of the event history log identified multiple downstream occlusion alarms. The cause was determined to be downstream tubing guide was out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported occlusion which was not reproduced. A review of the event history log identified multiple upstream occlusion alarms. The cause was determined to be a sensor was out of calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had occlusion issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.